Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited high pacing impedance and high capture threshold. The lp was removed and a new device was used to complete the procedure. The patient was in stable condition.